Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs"), fallopian tube perforation ("perforation of fallopian tubes") and pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B02260). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs"), fallopian tube perforation ("perforation of fallopian tubes") and pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. B02260). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Batch no b02260 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs"), fallopian tube perforation ("perforation of fallopian tubes") and pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. B02260) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of augmentation mammoplasty in 2014, tonsillectomy in 2000, adenoidectomy in 1995 and dvt, tonsillectomy and migraine. The patient had a family history of protein c deficiency, lung cancer, blood disorder and pulmonary embolism. Concurrent conditions were listed as vaginitis, iron deficiency anemia, headache, genital bleeding, fibroids, menorrhagia, postmenopausal bleeding, spotting vaginal, dyspareunia and period pains. The only concomitant product mentioned was ibuprofen. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: findings: surgical coils were noted in each fallopian tube. Endometrial canal was distended with water-soluble contrast. Configuration of endometrial canal normal. Contrast did not opacity either fallopian tube. There is no spillage of contrast into either adnexa. Impression: successful surgical occlusion of both fallopian tubes. [Pathology test] on (B)(6) 2021: specimen description cervical polyp devitalization time: 1015 clinical information cervical polyp on exam, asymptomatic, (n) paps. Diagnosis: uterus, cervical polyp, biopsy: - benign endocervical polyp - no evidence of atypia or malignancy; on (B)(6) 2022: specimen description: uterus, cervix, bilateral fallopian tubes. Clinical information: dysmenorrhea, pelvic pain. Essure coils in place. Diagnosis: uterus with cervix, bilateral fallopian tubes: uterine cervix with squamous metaplasia and nabothian cysts, proliferative phase endometrium, unremarkable myometrium, left fallopian tube with coil, right fallopian tube with coil extending to isthmic part of fallopian tube and right uterine horn. Gross description: intact hysterectomy specimen with attached bilateral fallopian tubes (89.4 g). Left fallopian tube (5.5 cm length by 0.5 cm diameter), right fallopian tube (8.5 cm length by 0.6 cm diameter) uterine corpus: endometrial cavity: 3.3 by 2.6 cm endometrium: 0.2 cm in thickness myometrium: averages 2.0 cm in thickness and is grossly unremarkable. The fimbriated end of the right fallopian tube isn't identified and appears open. The fimbriated end of the left fallopian tube is not identified grossly. Within both fallopian tubes are metal coils. The left coils appear to be contained within the left fallopian tube. The right coil appears to be embedded within the isthmic part of the fallopian tube and extending to the right endometrium of the right horn of the uterine cavity [ultrasound pelvis] on (B)(6) 2012: clinical history: postpartum vaginal bleeding. Retained products of conception? Findings: on (B)(6) 2012 11:20 the examination was performed transabdominal and transvaginal routes. There is no focal myometrial lesion seen. The endometrium is heterogenous with echogenic areas seen within it. It is enlarged measuring 15 mm. There is vascularity demonstrated within the endometrium. Both ovaries are normal. There is a large cystic area measuring 4.5 x 5.1 x 4.2 cm situated in the right adnexa between the uterus and the ovary. It appears to be a simple cyst in its etiology. There is a trace of fluid in the pouch of douglas. The bladder is empty. A limited scan of both kidneys reveals no hydronephrosis. Impression: the endometrium is enlarged with echogenic areas within it and on colour doppler there is flow demonstrated within the endometrium. The findings are consistent with retained products of conception. A large cyst seen between the right ovary and the uterus possibly a broad ligament cyst. A follow up after 4-6 weeks is suggested; on (B)(6) 2017: clinical history: pelvic pain x 6/12. Essure since 2013. Lmp: 2 weeks a90 (spotting). Findings: both transabdominal and transvaginal scans of the pelvis were performed. Uterus: the uterus is retroverted. The uterus is normal in size measuring 9.8 x 7 .1 x 5.4 cm. Myometrium: the myometrium is homogeneous. Shadowing echogenic focus in the junctional zone consistent with dystrophic calcification. Endometrium: no focal abnormality or abnormal vascularity. Endometrial thickness measures 11 mm. Cervix: incidental nabothian cysts identified. Right ovary: 3.3 x 3.1 x 1 .7 ·.cm (9.3 ml). The ovary is normal. Left ovary: 2.3 x 2.1 x 1.5 cm (3.7 ml). The ovary is normal. Impression: prominent parametrial vessels raise the possibility of pelvic congestion. Small amount of minimally complicated free fluid pelvis. Small dystrophic calcification in the junctional zone; on (B)(6) 2019: clinical history: patient with essure and heavy menstrual cycle. Rule out fibroids versus other. Findings: the uterus measures 7.3 cm in length. No fibroids. The endometrial echo complex measures 4.8 mm in thickness. Both ovaries are present. Impression: no detectable pelvic pathology.; on (B)(6) 2021: findings: technically limited visualization due to bowel gas. Both transabdominal and transvaginal scans of the pelvis were performed. Uterus: the uterus is anteverted and measures 8.8 x 4.8 x 5.9 cm. Myometrium: the myometrium is homogeneous. No focal myometrial masses. Endometrium: endometrial thickness measures 9 mm. Trace fluid in the endometrial canal. Cervix: no significant abnormality. Right ovary: 3.6 x 1.5 x 1.6 cm (4.6 ml). Normal. Right adnexa: prominent parametrial veins are demonstrated. Left ovary: 3.8 x 2.1 x 2.3 cm (9 .6 m l). There is a 1.8 x 1.9 x 1.9 cm (3.4 m l) complex cyst with internal echoes and thickened walls. Left adnexa: prominent parametrial veins are demonstrated. There is also linear echogenic material coursing from the uterus to the left adnexa which likely represents surgical coils in the fallopian tube. Impression: mildly complex cyst in the left ovary which may represent a hemorrhagic cyst. Suggest follow-up ultrasound in 6-12 weeks. Bilateral prominent parametrial veins, nonspecific, but raises the possibility for pelvic congestion syndrome; on (B)(6) 2021: clinical history: follow up hemorrhagic cyst on left ovary and prominent parametrial veins. History of hysterosalpingography, surgical coils in situ since 2013. Lmp: on (B)(6) 2021 findings: both transabdominal and transvaginal scans of the pelvis were performed. Uterus: the uterus is retroverted and measures 6.8 x 5.4 x 7.2 cm. Myometrium: the myometrium is homogeneous. No focal myometrial masses. There are prominent myometrial vessels, unchanged from previous. Endometrium: no focal abnormality. Endometrial thickness measures 9 mm. Cervix: incidental cervical nabothian cysts. Impression: previously seen left ovarian cyst has resolved. Prominent myometrial veins again demonstrated, unchanged from previous, nonspecific but can be seen in the setting of pelvic congestion syndrome; on (B)(6) 2022: history: essure coils placed 2013 in fallopian, not seen on prior ultrasound. Findings: essure coils identified at the expected location of the fallopian tubes bilaterally, deployed since 2012. No other significant findings on abdominal radiograph. Batch no b02260 manufacture date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions, concomitant drugs & new reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.